Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, or if any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cardiac tamponade. The procedure was cancelled. During an atrial fibrillation ablation procedure, a faradrive sheath was used. Transseptal puncture from the femoral vein to the left atrium was performed. After the wire entered the left atrium (la), resistance was felt when attempting to advance the entire system into the la. The orientation of the dilator curve was adjusted, and the system was inserted into the la. When advancing the wire toward the left superior pulmonary vein (lspv), slight resistance was encountered; after changing the angle, the wire was successfully inserted into the lspv. Subsequently, the farawave catheter was inserted into the la and deployed into the basket configuration; however, a cobra-shaped deformation was observed. Shape correction was performed outside the body, but once reintroduced into the body, the catheter again assumed a cobra shape, and therefore the catheter was replaced. The same event occurred even after the replacement. As a sheath-related issue was suspected, the sheath was replaced. At that time, the blood pressure decreased from the 110s to the 80s, and pericardial effusion was confirmed by echocardiography. As an initial finding of cardiac tamponade, pericardiocentesis was performed. An arterial line was secured, and continuous blood pressure monitoring was initiated. Hemostasis was confirmed by echocardiography in the cardiac catheterization laboratory. Blood pressure recovered and stabilized. It was considered that the transseptal wire position was closer to the anterior wall, and that the anterior wall may have been rubbed by the versacross dilator and the faradrive. As the blood pressure had been gradually decreasing, the physician commented that the mechanism was more likely due to abrasion rather than perforation. The device is expected to be returned for analysis.

Event description:
It was reported that the patient experienced a cardiac tamponade. The procedure was cancelled. During an atrial fibrillation ablation procedure, a faradrive sheath was used. Transseptal puncture from the femoral vein to the left atrium was performed. After the wire entered the left atrium (la), resistance was felt when attempting to advance the entire system into the la. The orientation of the dilator curve was adjusted, and the system was inserted into the la. When advancing the wire toward the left superior pulmonary vein (lspv), slight resistance was encountered; after changing the angle, the wire was successfully inserted into the lspv. Subsequently, the farawave catheter was inserted into the la and deployed into the basket configuration; however, a cobra-shaped deformation was observed. Shape correction was performed outside the body, but once reintroduced into the body, the catheter again assumed a cobra shape, and therefore the catheter was replaced. The same event occurred even after the replacement. As a sheath-related issue was suspected, the sheath was replaced. At that time, the blood pressure decreased from the 110s to the 80s, and pericardial effusion was confirmed by echocardiography. As an initial finding of cardiac tamponade, pericardiocentesis was performed. An arterial line was secured, and continuous blood pressure monitoring was initiated. Hemostasis was confirmed by echocardiography in the cardiac catheterization laboratory. Blood pressure recovered and stabilized. It was considered that the transseptal wire position was closer to the anterior wall, and that the anterior wall may have been rubbed by the versacross dilator and the faradrive. As the blood pressure had been gradually decreasing, the physician commented that the mechanism was more likely due to abrasion rather than perforation. The device is expected to be returned for analysis. It was further reported that a therapeutic act was maintained during the procedure. The patient was hospitalized for an unknown duration of time, though the patient's discharge status is not available.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.